Manufacturer narrative:
E1: facility name; (B)(6). E1: address; (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the universal cord; the image of the insertion part is slightly blurred; component failure of the outer tube; corrosion of the connection part; and component failure of the connection part (tube / uc). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use the subject device had broken insertion tube. This occurred curing service/maintenance. There were no reports of patient involvement.